Event description:
It was reported that the insulin pump alarmed compromised forced sensor system during prime. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during prime test, due to moisture damage on force sensor. Insulin pump had moisture damage on motor, minor scratches on display window, scratched reservoir tube window and cracked reservoir tube lip. Statement should be included with any information or report disclosed to the public under the freedom of information act.